Event description:
It was reported via international mallinckrodt facility that the "cuff was defective" on one (1), size 8 lpc, low pressure cuffed tracheostomy tube. The cuff reportedly was stuck to the device packaging making it difficult to remove. Upon removal, the device when pretested for inflation integrity would not maintain inflation. The involved size 8 plc device was returned to the manufacturer on 03/19/1999 for decontamination, analysis and investigation. Although the original reported information indicated that there was no pt involvement, the preliminary inspection of the involved device indicated evidence of usage.